Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that there was no audio alert. It was indicated that the patient was using an unsupported operating system, which is misuse of the device. The patient's mother stated that the patient missed or 'did not react to' alarms and experienced a low glucose event. Paramedics were called and the patient was being taken to the hospital by ambulance at the time of the report. No symptoms or treatment information were provided. Data investigation confirmed no audio alert. The patient passed the low threshold of 4.5 mmol/l at 6:34am with an estimated glucose value of 4 mmol/l on (B)(6) 2020. The patient did not receive an audio alert because the alert was set to vibrate only. The device functioned within specifications and patient settings. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, upon further review of the complaint, the reported adverse event was not related to the use of the dexcom device. The patient reported that the device worked as intended. The patient contacted dexcom to inquire about assistance on looking up data. No additional patient or event information is available.